Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for being used on a patient. The root cause was determined to be a depleted oxygen cell due to aging of the device or a lack of maintenance as per instructions of the manufacturer. In consequence the ventilator got replaced and the depleted oxygen cell also got replaced. There was no patient or user harm.

Event description:
On (B)(6) 2021, one hour after the patient was connected to the ventilator, the ventilator alarmed high oxygen concentration in the airway. The doctor was notified.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4). The report from hospital says: "on (B)(6) 2021, one hour after the patient was connected to the ventilator, the ventilator alarmed high oxygen concentration in the airway. The doctor was notified. (B)(6) 7th hospital made in 2012. It was considered that the ventilator was defective, so the ventilator was replaced. The equipment department was contacted and the o2 cell was replaced, and then the machine worked normally." The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.

Event description:
On (B)(6) 2021, one hour after the patient was connected to the ventilator, the ventilator alarmed high oxygen concentration in the airway. The doctor was notified.